Event description:
1 of 2, reference documenting cassette, it was reported that cadd pump alarmed no disposable, pump won't run. Patient was transported to the hospital for treatment.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be in good physical condition. The device was missing the blue clip and white cap. Upon function testing the reported problem was duplicated. The root cause of the reported problem was unknown however a corrective and preventative action was opened to investigate further. A manufacturing device history record review was not performed because no lot number was provided.